Event description:
The manufacturer received information alleging the nurse poured water over the pouring line and overflow into the side of the unit, which lead to "a few seconds of operational stop" on the device. The patient alleged "her breathing did not match the timing airflow and did not synchronize" on the device. There was no harm or injury reported. The ventilator was replaced with an alternative device. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device was evaluated, and it was determined that the blower assembly had failed due to the water ingress causing the flow to stop on the device. The device's blower will need to be replaced to address the issue. The customer elected not to have the device repaired. The device was returned to the customer unrepaired.